Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of bent sensor cannula, needle break and change sensor alarm from the sensor. The customer's blood glucose reading was unknown. The customers stated that they inserted a new sensor and it failed in less than 4 days. After inserting another sensor, the transmitter could not connect to the pump.